Manufacturer narrative:
D4 expiration date: updated. D4 gtin: updated. H4 manufacturing date: updated. Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Additional information provided by the customer did not indicate any issues noted during unpacking or set up of the device, and the device was prepared as per dfu instructions. The anatomy was reported to be moderately tortuous. There was patient involvement. A 1cc syringe was used to inflate the balloon. The correct inflation medium was used to inflate the balloon as per the dfu. The device was inflated to nominal pressure. No deflation was an issue. 60% contrast was used during preparation. The leakage was noted during preparation at the distal part inside the patient. Resistance was encountered during the guidewire insertion. The catheter was flushed to facilitate guidewire insertion. A guidewire was used. The physician make any attempt to load the guidewire into the balloon prior to purging the balloon. The guidewire was used to finish the procedure. It should be noted according to the additional information, an attempt was made to load the guidewire into the balloon prior to purging the balloon of air which is not recommended as per the dfu. It is possible the balloon was not fully purged of air and this may have contributed to the issues noted during inflation and deflation of the balloon. However, as the device was not returned this could not be confirmed. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned for the reported issue ¿balloon failed to inflate¿, ¿balloon difficult/unable to deflate during preparation¿, ¿balloon catheter difficulty loading wire¿ and ¿balloon leaked during use¿.

Event description:
It was reported while preparing the subject balloon for use it was difficult to inflate and deflate. Upon insertion, the balloon catheter was difficult to advance. Once the device was in position and inflated, the distal of the subject balloon leaked inside the patient. The device was replaced, and the procedure was completed successfully with no clinical consequences to the patient.

Event description:
It was reported while preparing the subject balloon for use it was difficult to inflate and deflate. Upon insertion, the balloon catheter was difficult to advance. Once the device was in position and inflated, the distal of the subject balloon leaked inside the patient. The device was replaced, and the procedure was completed successfully with no clinical consequences to the patient.